Manufacturer narrative:
Upon investigation of this incident, it was determined that the users were unable to retrieve a specific medication from one kit. A technical support specialist (tss) remotely accessed the server to review the medication configuration and identified two stemi kits under the specified device. Upon investigation, it was found that the issue was related to the kit virtual. The tss compared the configuration of medications that could and could not be dispensed and found no discrepancies. A knowledge article "med es: resend pocket messages (load, unload, count, etc.)" Was applied to resend the count inventory message to the station. After the customer updated the override group for the affected medication, dispensing functionality was restored. The system functioned as intended after the technical support specialist troubleshot the issue of the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server system users were unable to pull medication from the kit. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected station. However, there were no adverse events or injuries reported based on this event.